Manufacturer narrative:
H4: the device was manufactured from april 22, 2020 - april 23, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample, the cause of fluid inside the bag was found to be untightened yellow luer cap. The yellow luer cap was found to be a non-baxter product. Functional testing was performed by filling the device with green colored water. After fill, the yellow cap was hand tightened. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date "recently". A device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors leaked after filling. There was no patient involvement. No additional information is available.